Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/30/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2014 with the following findings: during investigation, the vibration feature was functional during pump start-up. During testing, the warning in the sound setup was changed from audio to vibration and the pump vibrated appropriately. The pump vibrated properly when the audio bolus was set to enable and tested multiple times as well. The intermittent vibration issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.